Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the inspection records found no manufacturing deviations or rejections. Although the complaint is non-verifiable, a previous investigation found there are previous complaints for this failure mode. Patient anatomy and surgical technique can impact the peg engagement even if the product is within specification. This is discussed in (B)(4) and (B)(4) and is approved with an ifr (investigate further reduction) designation. The engagement issues are impacted by patient anatomy and surgical technique. Although the risk is considered acceptable per the rmr (risk management report), product development, quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. (B)(4) was opened on (B)(4) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for plate that failed to hold reduction.